Event description:
Patient reported bilateral "recall" and deflation. This record is for unknown side. Unknown device status.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.